Manufacturer narrative:
Follow-up #1 date of submission 12/07/2016-correction to initial reporter name: (B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 02/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/12/2017 with the following findings: during testing, the pump emitted a cs 069 call service alarm with an attempted rewind step. The alarm could not be cleared. The alarm was recorded in the black box data as a 087 failure, indicating a failure of the u39 component on the printed circuit board. The complaint was duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.